Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed indicating impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and oversensing due to non-physiologic signals/sic (sensing integrity counter). Thirty seven ventricle-sensing integrity counter (sic) in the last 4 days. Rv pacing impedance steady at approximately 437 ohms through (B)(6) 2016, and jumps to 817 ohms by (B)(6) 2016 and remains variable through (B)(6) 2016. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant product: ddbb1d1, ICD, implanted: (B)(6) 2016.

Event description:
It was reported that the lead integrity alert (lia) triggered on the right ventricular (rv) lead due to high impedance, non sustained episodes with noise, and sensing integrity counter (sic). The lead was reprogrammed, however, it continued to alert for varying and high impedance, and oversensing with sensing integrity counter (sic) again. Follow up with the clinic determined that the lead was explanted and replaced due to a lead issue, possible fracture was noted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal segment lead was returned and analyzed. Analysis was performed and the interior svc (superior vena cava) defibrillation cable developed a fracture due to flexing while in vivo. The distal conductor of the lead developed a fracture due to flexing while in vivo. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.